Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered insulin while still being connected to the pump during the fill tubing process. Reportedly, the customer inadvertently delivered approximately 5 units of insulin. The customer was unable to recall the exact blood glucose (bg) value but clearly stated bg never went below 54 mg/dl. The customer was successfully able to resume insulin therapy.